Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The traveler rx device is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery with heavy tortuosity, heavy calcification and 100% stenosis. Following pre-dilatation with a 1.5 mm traveler balloon dilatation catheter (bdc), a 2.00 x 15 mm traveler rx bdc was advanced; however, the balloon of the bdc failed to inflate on the second inflation to 10 atmospheres and contrast was noted to be leaking from the shaft. An additional unspecified bdc was used successfully to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection and functional testing was performed on the returned device. The reported inflation difficulties were confirmed. The leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the dilatation catheter during the inspection prior to use and there was no leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement inadvertent mishandling/manipulation of the device resulted in the noted damages (tear in the guide wire notch, inner member, outer member tear, bent hypotube) thus resulting in the reported inflation issue and leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.